Event description:
Complainant alleged that the medics were attempting to monitor a male pt (age unk) who was complaining of chest pains, when the device lost its display. The device showed only a bright dot in the center of the screen. The staff was able to obtain another device to monitor the pt. There was no adverse effect on the pt as a result of the alleged malfunction.